Event description:
It was reported by repair work order that the customer alleged the litter is rocking from side to side and is unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.